Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a single pt. The elevated accu tnl result was 5.82ng/ml. The result was not reported out of the lab. The custoemr re-centrifuged the original pt sample and re-tested for accu tnl. The repeated accu tnl was 0.01ng/ml. The result was reported out of the lab. The customer indicated that there has been no change to the pt treatment attributed to or connected with this event.